Event description:
It was reported that the patient passed away on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists the potential adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.